Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of endophthalmitis; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Event description:
A healthcare professional reported that a patient experienced endophthalmitis postoperatively. The patient was hospitalized and treated with ongoing antibiotic therapy; event outcome is not resolved. A vitrectomy was performed for vitreous sampling. Additional information has been requested and received. The reporter informed that the patient has experienced decreased inflammation under decreasing dosage of corticosteroids, but persistence of descemet folds; no tyndall or hyalitis present. All the culture samples came back negative.